Event description:
It was reported to tyco/healthcare/kendall that a guidewire would not pass through a dialysis catheter. The catheter's return is pending. Guidewire is not available. Another catheter was placed to the physician's satisfaction.